Event description:
It was reported to philips that the device's x-ray computer was not starting, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the x-ray computer of the device failed to start, which had impact on imaging. Upon troubleshooting fse found that software was corrupted due to x-ray pc. To resolve this issue, fse replaced x-ray pc and reinstalled full software. The defective x-ray pc was returned to philips for analysis and found that there were malfunctioning in hdd and ssd drives. The system was returned to use in good working order. The codes were updated based on the investigation outcome.